Event description:
Same cases as: 2134265-2015-01630 and 2134265-2015-01634. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter. Movement of the motordrive unit (mdu) would sometimes stop when an automatic pullback was performed. Subsequently, the ilab ultrasound imaging system was rebooted and reconnection of the coronary imaging catheter and sled was done, hence, the motordrive unit (mdu) was able to move again. Procedure was completed using the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).